Event description:
Customer reported blood glucose results of 22 mg/dl and 332 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms or adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.